Event description:
It was reported that the endocuff cracked and fell off the scope during the procedure. When the physician attempted to retrieve the device, it broke in the rectum. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient. This report is being supplemented to provide additional information received from the customer and to provide updates to the following fields: b1, b2, b5, d10, and f10.

Event description:
It was reported that during a colonoscopy procedure, this endocuff fell inside the patient. It was noted that the endocuff itself broke into pieces when the physician tried to retrieve the device. Additional information was received from the customer that all broken pieces were retrieved successfully and none were left inside the patient. There were no further reports of patient harm.